Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.

Event description:
It was reported that implant was removed due to fracture and bone loss. Patient reported to clinic for evaluation of implant #6 and tooth #17. Patient's dentist reported prosthetic screw broken in implant #6. Upon inspection, platform of implant #6 was fractured with a portion missing, making it impossible to seat healing abutment. Implant #6 removed. Area grafted in hopes of implant replacement. Symptoms as a result of the event: pain and bone loss.